Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse found the transducer fitting and/or tubing was touching the transducer housing and there were multiple cracks in the acrylic of the fluidics manifold. The fse was contacted regarding the cracks in the manifold and responded, "I saw no evidence of leaking or buffer delivery problems due to those cracks nor did I see bubbles entering the buffer lines and tubing." The fse replaced the transducer and the fluidics manifold block. The fse then performed a preventative maintenance (pm) procedure. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. The fse noted the pipettor transducer fitting was slightly touching the adjoining bracket and may have been interfering with the ultrasonics. A disruption of ultrasonic capacity could lead to inefficient mixing and thus erroneously low results on a sandwich assay such as accutni+3. Replacement of the transducer resolved the issue. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the transducer.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The original elevated access accutni+3 sample was repeated on the same access 2 immunoassay system and an elevated result, above the assay's normal reference range, was obtained. The sample was repeated a third time on the same immunoassay system, and a lower result, within the assay's normal reference range, was obtained. The sample was then repeated on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and an elevated result, above the assay's normal reference range, was obtained. The false low result was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a green top tube and was centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.